Event description:
It was alleged in a lawsuit that: "at the time of death on 11/21/1998, and in the days prior to pt's death, pt had 2 drs, and was being treated at a med ctr. Among the treatments rendered to pt were a cardiac catheterization and a percutaneous transluminal coronary angioplasty with the placement of 4 stents. Following the angioplasty procedure, pt continued to have chest pain and arm pain and was noted to be "feeling shaky" and to have shortness of breath, indicative of the fact that 1 or more of the stents had failed. In spite of these continued complaints, no repeat cardiac catheterization was ordered and, instead pt was prepared for discharge. However, before pt could be discharged, pt's condition deteriorated, a "stat" EKG was ordered(which was not performed for over 30 mins), and over 1 hr and 45 mins later, pt was taken to the catheterization laboratory, where it was discovered that some of the stents had, in fact, occluded. Efforts at repairing the stents through angioplasty failed. As surgery was being discussed, pt went into 'code blue' and died in the catheterization laboratory."